Manufacturer narrative:
Additional information provided in d.9. , h.3. ,h.6. And h.11. The used company iii (d) cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge had a large aneurysm, which started on top of the nozzle and traveled into the tip. The cartridge also had a large aneurysm which started on the bottom of the nozzle and traveled into the tip. The tip was torn on the bottom at the end of the aneurysm. Heave stress was also observed. The cartridge had evidence of placement into a handpiece. The used company iii (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The two damaged lenses were returned for evaluation. Lens 1 was returned position incorrectly in the non company lens case, which causes edge damage. Viscoelastic was observed dried on the lens. The optic was cracked on opposite sides. This damage may indicate a plunger over/under ride occurred. Lens 2 was retuned position correctly in the non company lens case. Viscoelastic was observed dried on the lens. The optic was cracked/split with material removed on opposite sides. This damage may indicate a plunger over/under ride occurred. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported lens damage may be related to a failure to follow the (instructions for use) IFU. The returned used company iii (d) cartridge had extensive damage. Top coat dye stain testing was conducted with acceptable results. Both lenses had damage that would indicate a plunger over/under ride occurred. In addition, the monarch cartridge was reused for the second lens. The company cartridge is a single-use device. The returned used company iii (d) cartridge had two large aneurysms on the top and bottom of the nozzle, which travelled into the tip. The damage on the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. The lens damage would indicate an over/under ride occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge caused 2 lens to be damaged while performing operation. Additional information has been received that when first lens was inserted halfway into the anterior chamber it was found to be defective (split optic) and it was removed and the second lens was placed in the cartridge and during insertion it was found to have cracks in the optic. It was not inserted. In surgeons opinion the cartridge caused the defect. The surgery was completed same day using another lens. There was no patient harm.